Event description:
It was reported that the patient complained of nausea and decreased po intake following a settings increase therefore they were reprogrammed to prior settings which reduced the adverse events. No further relevant information has been received to date.